Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown/dental restoration.

Event description:
The customer reported pain and dislodged crown (tooth #19) while wearing aligners. It is unknown if medical intervention was required. It is unknown if aligner treatment was discontinued.